Event description:
A pt experienced swelling to the knee during an acl surgery. The surgery was discontinued and resumed the next day. The pt did require an overnight hospitalization. The acl surgery was successfully completed.